Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller stated she gave it over a week - pt is seeing nothing on the monitor/ controller screen to indicate a problem. Caller stated stim battery is lasting less than 24 hours when the charge usually lasts 48 hours. Pt is charging the ins battery up to 100%. No traumas/ falls reported. Caller stated there has been no programming changes that she is aware of. Suggested pt contact her hcp to have the ins checked. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.